Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2025. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 19376321, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 21049481, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7026465, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5073332, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 19392975, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 21049481, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). It was also noted that one lead had high impedance and the patient was not getting adequate pain relief on the right side. The patient underwent a revision procedure wherein the ipg was replaced, the lead with high impedance was removed, and the remaining leads were repositioned to get better bilateral coverage. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.